Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient reported the pump was not delivering medication. The patient started having symptoms 2 weeks ago and then the patient felt better after taking oral meds. Last week the symptoms returned. The patient was at the healthcare provider's office last friday, (B)(6) 2016 and they were not sure what the issue was. The patient said that he was having the catheter checked next monday, (B)(6) 2016. The patient stated the catheter had never been replaced. The patient stated that the pump works great when it is actually working. The patient had been in bed for 24 to 48 hours straight. The patient stated the logs have never showed anything when the pump has failed. The patient was concerned that he cannot wait until next week and that he is going to lose his job.

Manufacturer narrative:
(B)(4)

Event description:
The patient noted that they believe it is the catheter now and the health care professional was waiting for authorization for surgery to replace the catheter

Manufacturer narrative:
Other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Additional information was received from a healthcare provider (hcp) indicating a request for MRI guidelines. The patient had an increase in pain and they would be checking for a granuloma with the MRI on (B)(6) 2016. It was unknown if the change in symptoms/therapy was sudden or gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.